Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. The top case multiple cracks, bottom case cracked. Invalid syringe size duplicated during syringe test. Error history log review found an invalid syringe size error. The root cause of the reported issue was found to be fluid ingression caused failed size calibration. Contamination found on barrel clamp assembly size pot, main board as well as interconnect board. Actions were taken to mitigate the reported issue: replaced size pot, main board and interconnect board. Performed power up process and device passed all the test.

Event description:
It was reported that the pump had a bad size sensor. No patient injury was reported.